Event description:
Per the clinic, the patient developed a recurrent ear infection. The patient was treated with antibiotics (type not reported) but this did not alleviate the problem. The device was explanted in (B)(6) 2011. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).